Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported damage to the patient's corneal endothelium following a laser assisted cataract procedure. Additional information has been requested.

Manufacturer narrative:
The system parameters cannot be excluded as a potential contributor to the reported event. Additionally, anatomical abnormalities and patient movement could have contributed to endothelial damage. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).